Event description:
The patient reported that he had an implanted morphine pump (model #863720). He stated that when he first had it implanted, it was great. He had been taking in excess of 800 mg of morphine and methadone daily, but this was reduced to 9mg of dilaudid with the pump. He stated the hcp began to add bupivicaine and baclofen to the "cocktail". Now he said, he had a severe problem with the pump. He stated, "sometimes my legs are totally numb and I have numbness in my tailbone area which causes spasms in my rectum." The hcp was going to remove the bupivicaine at the patient's next refill. The patient said it seemed like the pump was working only part of the time; it wasn't working like it was when it was first implanted. He stated, "it either works too much or there is nothing being administered". He had been suffering with back pain for the past 3 days and hadn't slept for that long. The patient was concerned that if the pump could not relieve his pain that he would have to go back to oral medications, which he didn't want to, do.